Event description:
The customer reported the device is beeping with a low battery message displayed and red cross. The device passed all tests except battery test, it fails. There was no report of patient involvement.

Manufacturer narrative:
Pr# (B)(4).